Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced air in the abdomen. The cause of the event was unknown. The event was manifested by ¿lot of pain¿ (not further specified). The patient was hospitalized for air in the abdomen. Treatment details, action taken with apd therapy and patient recovery status were not reported. Nine days after the receipt of this report, the patient was discharged from the hospital. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Simulated use testing was performed and the device finished one hour therapy successfully. Per the device analysis, no device malfunction was found that could have caused or contributed to the reported problem. The device passed all testing and met specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.